Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that they knew another customer who went into a diabetic coma due to the pump malfunctioning. The other customer tried to give themselves 1.45 units and the insulin pump gave them 46 units. The caller wanted to make sure their spouse's insulin pump does not malfunction and do that to them. The customer had a 15 mg/dl level at the time of the incident and was driving. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer who had the low had received the infusion set recall notice but had done nothing about it. The insulin pump will not be returned for analysis.